Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged on the mid-section and proximal end of the stent with stent struts lifted. The maximum crimped stent profile as per manufacturing data was measured and is within specification. A review of the specified inside diameter of the stent protector was found to be within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 32 synergy ii drug-eluting stent, a stent strut was noted to be sticking out when the device was removed from the hoop. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 32 synergy ii drug-eluting stent, a stent strut was noted to be sticking out when the device was removed from the hoop. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.